Manufacturer narrative:
Device not returned. No eval will be performed. No results available since no eval performed. No conclusions can be drawn.

Event description:
On (B)(6) 2013, the johnson & johnson visioncare affiliate in (B)(6) received a report via fax from the (B)(6). The initial info was reported by the treating eye care professional (ecp). The ecp saw a pt who wore 1-day acuvue define lenses on (B)(6) 2013; the patient presented with c/o pain, redness and foreign body sensation in the os which developed the same morning. On (B)(6) 2013, the pt reported having slept in lenses. The patient was diagnosed with a corneal ulcer and iritis in the os. A curettage of the ulcer site was performed. The pt was treated with cravat gtts1.5% q2h and mydrin-p gtts qid in the os. The pt ¿purchased cls on the internet with no regular eye check-ups¿ and ¿sometimes sleeps in cls.¿ the patient was instructed to return for follow-up on (B)(6) 2013 and bring the lens in question to the clinic. On (B)(6) 2013 the (B)(6) affiliate spoke directly with the treating ecp who provided add¿l info. The ecp confirmed that the patient presented (B)(6)2013 and was diagnosed with a corneal ulcer and secondary iritis os. ¿the ecp noted a small ulcer located at four o¿clock, off pupil, which affected corneal stroma. The ulcer was infectious. The cl in question was sent for culture; the test result was negative (since the cl in question was sent for culture, it is unavailable from the clinic).¿ a curettage of the ulcer site was performed. Keratic precipitates (kp) were noted. Initial va: os 0.9 (better than 20/25). The patient was instructed to discontinue contact lens wear. The patient returned for follow up (B)(6) 2013. Follow up (B)(6) 2013: corneal ulcer and kp resolved. Corneal opacity remained. Cravat 1.5% gtts qid, mydrin-p hs os. Follow up (B)(6) 2013: the opacity resolved. The pt was allowed to resume contact lens wear. Va after recovery 1.2 (better than 20/20). The product in question is not available for return for eval. The lot number of the product is unk. Based on the limited info available, no further investigation can be conducted at this time. If add¿l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.